Event description:
Patient had an implant surgery for a distal femur on an unknown date. The initial procedure took place in (B)(6). Patient suffered from a screw that had backed out, and was tenting the skin. On (B)(6) 2012, patient returned to the or and all of the hardware was removed. The hardware was replaced with an external fixation, because the surgeon was concerned with a possible infection. Upon removal of the hardware, the surgeon discovered that two of the screws had broken. The screw heads had broken off on both screws. Patient was treated with external fixation and antibiotic. This is 3 of 16 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.